Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 31 mg/dl at the time of incident. The customer¿s current blood glucose value was 160 mg/dl. The customer did not show any symptoms of low blood glucose value. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer uses auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.